Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a saccular 6.1 cm in diameter thoracic aortic aneurysm in zone four (B)(6) months ago. Vessel and aneurysm morphology was reported as the proximal neck was 31 mm in diameter. The distal neck was 28 mm in diameter. There was mild thrombus in the iliac arteries, proximal neck and distal neck. During the index procedure touch up was performed, however at the end of the procedure there was a type I endoleak (subtype unknown). The cause of the endoleak is unknown. The physician decided to take a wait and see approach. The physician stated he does not know if the endoleak is related to the device or the procedure. It was reported that during 14 months post index procedure and 26 months post index procedure follow-up scans found the maximum aneurysm diameter had increased to 68 mm. No other adverse events were noted; however the CT scans were non-contrast due to the patient's pre-existing renal failure, so it is unknown if the endoleak persists. The patient's renal failure issues have prevented treatment of the aneurysm expansion. No further information is available. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), (cause of event is unknown). Conclusion: (cause of event is unknown).